Event description:
For the first five days the resmed airsense 10 worked very well. By about the six and seventh days, I started feeling fumes in my airway and lungs; I discontinued usage. FDA safety report ID # (B)(4).